Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d6a: date of implant corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed controller clock corrupt alarms indicative of a total loss of power to the system controller that would have resulted in a pump stop. The controller event log file contained 256 events, spanning approximately 7 hours. The events captured in the log file occurred at the default timestamp with an active controller clock corrupt alarm. The onset of the controller clock corrupt alarm was not captured in the log file. No other notable alarms or unusual events were captured, and the pump appeared to have been operating as intended at the set speed. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, is currently available. Section 7 of the IFU, "alarms and troubleshooting," outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. This document also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur, as well as a section on handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that event log files were submitted review. The event log files captured controller clock corrupt events likely due to a date/ time stamp reset event. Further event log file analysis noted that the system controller's clock was observed to have been desynced throughout the system controller event log files. The clock was also observed to have been desynced within the pump log files, which indicated that a pump stop occurred. However, the events leading up to the clock's reset were unable to be observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.